Event description:
It was reported the guidewire was kinked prior to use, when the packaging was opened. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened sac kit for investigation. No signs of use were observed anywhere on the kit. Visual examination revealed one kink and one bend on the guide wire body. The packaging was creased throughout. The damage observed is consistent with defects related to storage, shipping and handling of sac sets. No other defects or anomalies were observed. The prominent kink in the guide wire was located 110mm from one of the ends. The total length of the guide wire measured to be 350mm which is within specifications of 345mm-355mm per product drawing. The outer diameter of the returned guide wire measured to be 0.525 mm which is within specifications of 0.508mm - 0.533mm per product drawing. A manual tug test confirmed the distal and proximal welds were secure and intact. The manufacturing site was consulted and they indicated that the observed kink is consistent with damage caused by shipping and handling. As part of the swg manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one kink. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the guidewire was kinked prior to use, when the packaging was opened. No patient involvement.